Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The heavily calcified target lesion was in the severely tortuous proximal right coronary artery (rca). The lesion was predilated with an unk balloon catheter. A 3.0x20mm taxus express2 drug eluting stent was advanced to treat the target lesion but was unable to cross the lesion. When the device was removed, it was noticed that the stent appeared lifted. The procedure was completed with an unk type device. There were no pt complications with the pt's current condition listed as "good".